Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar fusion surgery at l3-s1 levels. During surgery, while the surgeon was using driver and counter torque to break off 47mm crosslink set screws, the outer crosslink screw stripped, so he removed it and placed in another one. The exact same thing happened to the replaced crosslink, when he attempted break off. He removed these crosslinks. He tried a different driver with the third and final crosslink and it worked sufficiently. The products came in the contact with the patient. No patient complications were reported.